Manufacturer narrative:
Initial and final MDR 1913442 - MDR 3003442380- 2024 - 14642 - device 4 of 4. E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 03-jun-2024 the four infusion set was fell off during use. No further information available.